Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Boot and charge was performed and passed. Functional test was performed and passed all relevant tests. Manual functional vibration test "try it" was performed and passed. Internal visual inspection was performed and passed. Vibrator resistance was measured and is within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.